Event description:
A customer call indicated that customer was hospitalized because customer took too much insulin based on the glucometer elite xl readings. Customer indicated that customer has been a diabetic since 1967 and is very familiar with bayer systems. While on the phone a check of the elite system was conducted. The check paddle results were erratic and out of specification. A request was made to return the system for eval. In the meantime a replacement system was provided to the customer.

Event description:
A customer call and indicated that they was hospitalized because they took too much insulin based on the glucometer elite xl readings. Pt indicated that they have been a diabetic since 1967 and is very familiar with bayer systems. While on the phone a check of the elite system was conducted. The check paddle results were erratic an out of specifications. A request was made to return te system for evaluation. In the meantime a replacement system was provided to the customer.